Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector prior to insertion and this issue occurred with three infusion sets. The patient's experienced high blood glucose level at the time of the event which they tried to treat with correction injection via multiple daily injection. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.